Event description:
It was reported that during the implant procedure, the helix wouldn't "work anymore" after the first repositioning of the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and analysis revealed that the helix/lobe was distorted/bent. It was also noted that there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant.